Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2007. The lens was explanted approx one and a half months later, due to undercorrection of the post-operative result. An iridectomy was performed. The lens was exchanged for a same model, but different diopter lens.